Manufacturer narrative:
On march 28, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned tissue expander. During visual evaluation, no apparent damage or visual anomalies were observed on the tall height te wsut tabs 450cc returned tissue expander. Leak testing was performed in accordance with mentor procedures, and it identified three tears on the anterior view (a, b, and c), measuring approximately 0.2 cm, less than 0.1 cm, and less than 0.1 cm, respectively. In addition, no other tears were detected during the analysis. Microscopic examination was performed on the edges of tears a, b and c, and parallel striations were found in whole area of both tears (b and c). Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. However, the cause of the tear a could not be identified. Based on the information currently available, microscopic examination of tears b and c in the returned product indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, considering the process controls and data records reviewed, the complaint cannot be confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the rupture a, the instructions for use contain the following caution: the silicone shell of the tissue expander may easily be cut by a scalpel or ruptured by excessive stress, manipulation with blunt instruments, or penetration by a needle. Subsequent deflation and/or rupture could result. All devices should be carefully inspected for structural integrity prior to and during implantation. In addition, the patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the region of the expander may cause stress to the device and result in subsequent deflation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On january 10, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient identifier was also provided.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with a 450cc mentor cpx 4 breast tissue expander with suture tabs on the left breast. Post-operatively, the patient was diagnosed, via ultrasound, with left breast implant deflation. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2024.